Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 300 mg/dl range when she went into diabetic ketoacidosis and was hospitalized. The patient also experienced stomach pains. She left work throwing up and had not eaten in three days. The customer was treated with insulin drip and fluids. Her infusion set cannula was slightly bent. No further information was reported. The insulin pump was not returned for analysis.